Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of red battery and yellow wrench alarm was not confirmed during evaluation of the returned heartmate power module. The returned power module, serial number (B)(6), was received at the european distribution center (edc). Visual inspection of the unit revealed contamination. The power module could not be serviced and was scrapped. A root cause for the reported event was not conclusively determined through this analysis; however, the observed contamination could have contributed. The device history records were reviewed, and the records reveal that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. Section e of the IFU, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. Section 3 of the IFU, entitled ¿powering the system¿, also instructs the user to prevent the power module from being disconnected from ac power longer than 18 hours to prevent damaging the unit¿s backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The device was found to be contaminated in the biohazard room at the european distribution center (edc) and was scrapped.

Manufacturer narrative:
G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module (ppm) detects no battery. There was a battery error and key light illuminated.